Event description:
Consumer called to say that their device will not run a standard strip. Troubleshooting by phone confirmed this complaint. The device was replaced and the defective one returned for investigation.